Manufacturer narrative:
H3:product analysis stated visually, there was no damage in the construction of the device. There was surgical tape wrapped around the proximal end of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. For further analysis, the cuff and pilot balloons were manipulated and the pilot balloon inflated as intended. For additional analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in nim emg tube after intubation, the cuff was found to be leaking and normal monitoring was not possible. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.